Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had an issue where drawer appeared as closed, but the system was recognizing it as open. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes, correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 7 on the auxiliary failed to stay closed. A field service engineer inspected the drawer and discovered that an old magnet was latched onto a new magnet in the latch assembly, likely causing intermittent functionality and failure to open. The excess magnet was removed, and the drawer was reinstalled into the station. The customer tested the drawer using the user application, and the field service engineer conducted hardware diagnostics and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had an issue where drawer appeared as closed, but the system was recognizing it as open. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.